Event description:
It was reported the ipg feels superficial and closer to the skin surface. The pt was to consult with her physician. Follow-up identified surgical intervention is not required at this time; however, the pt will call should the site becomes uncomfortable or painful.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.